Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2m0556 egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3c0437 egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The evaluation detected an unreported condition: of a partially fired reload. The product analysis noted evidence that the device was not used as intended. The partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic appendectomy, there was a loading issue. The tip of the of the two reloads was not flushed in, the tip does not meet with the handles, so the reloads could not be used. Another handle and  reload were used to resolve the issue. There was no patient injury. Pli:20 medtronic's initial evaluation of the incident device found that the reload was partially fired with the interlock engaged. Pli:30 medtronic's initial evaluation of the incident device found that sheared teeth were visible on the firing rack at site of initial firing post clamp up due to thick tissue.